Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site the site that the patient had some pain at driveline site and observed fluid in outer sheath. Patient also stated that the wound was infected but was being treated by community nurses who prescribed antibiotics for the infection. Perfusionist inspected the driveline for any wire exposure and past sheath repairs. Inspection of driveline showed that the inner sheath was intact, but outer sheath had a circumferential break at the exit site and disconnection of approx. 2-3cm from exit. Hospital staff requested to break in the driveline and to be sealed with tape. Blood stop procedure was applied; tape was applied 2.5cm from patient exit site. Dressing was also applied to prevent tape to contact the skin. Swabs were taken for analysis at the driveline exit site. The problem was solved without patient injury. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection/tissue errosion/tissue damage are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site the site that the patient had some pain at driveline site and observed fluid in outer sheath. Patient also stated that the wound was infected but was being treated by community nurses who prescribed antibiotics for the infection. Initially was noted that driveline contamination of serous fluid approx. 25cm from patient. Perfusionist inspected the driveline for any wire exposure and past sheath repairs. Inspection of driveline showed that the inner sheath was intact, but outer sheath had a circumferential break at the exit site and disconnection of approx. 2-3cm from exit. Hospital staff requested to break in the driveline and to be sealed with tape. Blood stop procedure was applied; tape was applied 2.5cm from patient exit site. Dressing was also applied to prevent tape to contact the skin. Swabs were taken for analysis at the driveline exit site. The problem was solved without patient injury. And is not available for evaluation. All relevant and available information was provided.